Event description:
It was reported that this right atrial (ra) lead had exhibited lead dislodgement. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had exhibited lead dislodgement, which was confirmed via x ray. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.